Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: on investigation, pump powered up with auditory and vibration; however, the screen remained blank. Because of the blank display screen, investigation was unable to adequately investigate the reported ¿cs alarm issue¿ complaint. The pump¿s cover was removed; the display screen was found to be shattered. With a test display screen in place, the pump powered on and emitted a ¿cs069¿ alarm that was not able to be cleared from the pump. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. The error is resident to flash chip (u39). No intermittent condition was found to the pcb. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other unusual issue. The reporter alleged a ¿message error after a shock¿. No further information was available. This complaint is being reported because there is an allegation of product malfunction. There was no indication that the product caused or contributed to an adverse event.